Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged as it exhibited low amplitude measurements. The rv lead was repositioned. No additional adverse patient effects were reported.